Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in this lot number. Additional information was requested on 08/05/2009,08/07/2009, 08/11/2009 by phone, fax, email and mail. A completed questionnaire has not been received.

Event description:
A surgeon reported a patient had an intraocular lens (iol) replaced due to poor near vision (j8) following implant surgery. It was reported the iol was "reasonably well centered over the pupil albeit not perfectly". Additional information has been requested.